Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the unit. In troubleshooting the reported error was verified and duplicated. Fss replaced instrument manager and power supply as well as performed the field service checklist, which the unit passed all functional tests and it was found to meet amo specifications. It was decided to have the unit monitored until (B)(6) 2016. The monitoring period successfully completed and no issues were observed with the system. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that communication error, error 2012 (instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.